Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) and mitraclip xtw were prepared per the instructions for use (IFU) and was inserted without issues. However, upon inserting the clip delivery system (cds) into the steerable guide catheter (sgc), it was observed that there was air in the shaft of the cds. Therefore, the clip was removed from the patient. It was noted that the clip was possibly damaged upon removal. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported leak associated with air in the shaft of the cds and possible clip damage were not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported leak associated with air in the shaft of the cds and possible clip damage were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.